Manufacturer narrative:
The investigation revealed that the capacitor on the rf control board failed within two years of service.

Event description:
Generator would not reach temperature. The issue was noted upon turning the generator on, prior to starting a rfa procedure. None of the ports would reach temp to complete the ablation. The generator was switched out for another, and the procedure was completed without complications.